Event description:
It was reported that during preventative maintenance, the carriage of universal surgical manipulator (usm) 1 was found to be loose and replaced. There was no report of patient involvement. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was clarified that the rattle was meant to be loose, not rattle sound. There is no discrepancy and no fu is needed.

Manufacturer narrative:
Isi field service engineer (fse) replaced the power cord, foam headrest, and gimbal pad. These items are scrap items and will not be returned to isi. The fse replaced the universal surgical manipulator (usm) due to lose carriage. The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.